Event description:
It was reported that the patient presented in clinic upon falling. It was suspected that the arrhythmia resulting in the fall was related to the patient's leadless pacemaker (lp). The lp was explanted. The patient was stable.